Event description:
The customer reported a collimator iris post error. This error disables x-ray functionality on this sys. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the sys and performed a collimator calibration. The sys operates as intended.